Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating the error message "replace sensor" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced a loss of consciousness with their "eyes opened and tongue loose". A non-hcp provided glucose to the customer without success and the emergency services were called. The customer was then provided honey and orange juice by the hcp for hypoglycemia and then brought to the hospital but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received indicating the error message "replace sensor" while wearing the adc device. As a result, on 05 may 2022, the customer experienced a loss of consciousness with their "eyes opened and tongue loose". A non-hcp provided glucose to the customer without success and the emergency services were called. The customer was then provided honey and orange juice by the hcp for hypoglycemia and then brought to the hospital but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating the error message "replace sensor" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced a loss of consciousness with their "eyes opened and tongue loose". A non-hcp provided glucose to the customer without success and the emergency services were called. The customer was then provided honey and orange juice by the hcp for hypoglycemia and then brought to the hospital but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.